Event description:
The plaintiff's atty alleged that the pt subsequently expired at home and it was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.